Manufacturer narrative:
Correction: h8 - reuse should have been selected rather than unknown on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to a part of the switch circuit shorting and malfunctioning due to water entering the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; switch button three (3) was not working. There were also curved rubber scratches, the curved rubber adhesive was missing, the bending angle was insufficient due to elongation of the angle wire, scratches were found on the nigiri cover, and the video connector was not watertight. Additionally, scratches were found on the following device components: video connector, operation part, grip, angle lever, right/left lever, up/down plate, right/left plate, light guide (lg) connector, lg cover glass and the video connector case. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the endoeye flex deflectable videoscope, the switch was operating without permission. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: b3/date of event: 21 november 2022. B5/event description: the issue occurred during preparation for use.

Event description:
The issue occurred during preparation for use.